Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) presented with a broken haptic and glistenings. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported damage "damaged haptic" was observed. Reported complaint "glistening" was not observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is cracked/fractured-rejectable at the gusset area. The optic is cracked/fractured and scratched/marked-rejectable. No glistening observed. We are unable to determine the root cause for the reported complaint - damaged haptic. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (one haptic is cracked/fractured-rejectable at the gusset area, the optic is cracked/fractured and scratched/marked-rejectable) would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. Reported complaint "glistening" was not observed. The manufacturer internal reference number is: (B)(4).